Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: the battery compartment was cracked on the side extending from the threads towards the case seal and below the bumper pad. There was evidence of moisture corrosion observed inside the battery compartment. A leak test was performed and the battery compartment leaks were found. The returned battery cap threads and coin slot were observed to be damaged. A test battery cap was used to complete the investigation. The pump case was removed and no evidence of moisture corrosion was found inside the pump.